Manufacturer narrative:
A sample device was not returned for analysis. Complaint history and product history records were reviewed and documentation indicated the product met release criteria. Root cause has not been identified. The manufacturer internal reference number is: (B)(4).

Event description:
A non-healthcare professional reported about an intraocular lens (iol) explanted in a secondary procedure. The reason was not specified. The iol was replaced with a monofocal lens. Additional information has been requested.

Manufacturer narrative:
The account indicated the use of a qualified cartridge, handpiece and viscoelastic. The root cause for the exchange of the iol could not be determined. A malfunction has not been indicated against the lens. Each lens is subjected to a 100% assessment of the power and optical resolution during the manufacturing process in order to determine acceptability per the lens model and diopter. Information was provided that the multifocal 19.0 diopter (add power +2.2/+3.2) lens was replaced with an unspecified, monofocal lens model. The product has not been received to evaluate. Due to the exchange of a multifocal lens to a monofocal lens, this may suggest that the replacement lens model was an improved choice for the patient's vision needs. No additional information has been provided at this time. Follow up attempts were made. No further information has been provided at this time. File will be reopened when new information or the product is received. The manufacturer internal reference number is: (B)(4).